Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported the reservoir icon did not go down after filling the cannula. The customer's blood glucose was over 250 mg/dl. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any leaks or air bubbles present. Customer declined to complete troubleshooting and requested a replacement insulin pump. Customer's blood glucose was 177 mg/dl at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched lcd window.